Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. Additional information received that the reason for explant was patients preference. The explanted device will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.